Manufacturer narrative:
Product complaint # (B)(4). This product was reported in error since mrn 1818910-2020-22519 is a duplicate of mrn 1818910-2020-19531. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported as " patient booked for revision hip surgery (B)(6) 2020 due to broken hip implant. Revision surgery completed and broken implant explanted."